Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of saline via an implantable pump for non-malignant pain. It was noted the patient had been receiving marcaine and morphine previously. It was reported the patient was doing well with the pump at ¿15 or 16 and almost had it down to 0.¿ the doctor had told him when gets 0.10 they could turn off the medicine but the nurse ¿got confused¿ and stopped it at 0.50. The patient stated they went into withdrawal. The patient reported they were in the hospital for five days and had a crash cart outside their room because they thought his heart was going to crash. The patient stated they spent three days in bed crying and vomiting. The patient also reported every orifice of their body had something coming out. It was reported this happened on (B)(6) 2017. The situation was resolved. It was indicated the patient was receiving morphine and marcaine when this event occurred. It was noted the patient had post-traumatic stress from the morphine. No fur ther complications were reported or anticipated.